Manufacturer narrative:
(B)(4) this file was opened as part of a system level review into potential concomitant products in use at the time of the event.

Event description:
A peritoneal dialysis (pd) patient called technical services because he experienced pain during his fill. Follow-up with the pd nurse confirmed the patient was hospitalized from (B)(6) 2016 due to peritonitis. The patient was treated with ceftazidime and completed antibiotics on (B)(6) 2016 and the event has resolved. Medical records were requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The complaint device lot number was not reported, however the sales and shipping records for the patient were reviewed for three months prior to the date of occurrence. No product was available from these lots in distribution centers to be analyzed, as the entirety of the lots have been sold and distributed. Device history review was performed on the potential related lots. No non-conformance reports or other abnormalities during the manufacturing process were found for these lots. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event.